Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Lot number provided not found in system; therefore, a device history record (DHR) could not be conducted.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported high pressure alarm on both primary and back up pumps. Instructed the patient to use a cassette from a different batch. The patient was able to resume infusion. The reported product fault occurred while in use with the patient. The product did not cause or contribute to patient injury. The cassette is available for investigation and the patient had another cassette to switch to. Photographs were not provided, set flow rate and volume delivered are unknown. The position of the pump when the alarm occurred is unknown. This is a continuous infusion. No additional information is available at this time. No patient injury was reported.